Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an issue with the pump's expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/12/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump's black box showed no evidence of short battery life. Call service 128 and 177 warnings were observed on (B)(4) 2015 as a result of normal battery wear. The returned battery cap and cartridge cap were used to complete the investigation. The ¿ez-prime¿ steps were performed correctly, and all current readings were within specifications. No alarms or errors occurred during the investigation.